Event description:
A site reported that a pt received a laser hair removal treatment and that the pt responded with hyperpigmentation and that the pt responded with hyperpigmentation on the treated area. It was reported that the pt went to the emergency room and to her primary doctor.

Manufacturer narrative:
The product was installed at the user site on (B)(6) 2008. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed on (B)(6) 2014 with no issues found. The treatment parameters reportedly used by the operator were within the treatment parameters as recommended by candela's treatment guidelines, except for the dcd cooling, which was lower than what was recommended. Based on what was reported by the site, the low dcd setting that was used may have been a contributing factor to the hyperpigmentation. A candela field service engineer inspected the unit and reported that the unit was operating with in specification.